Event description:
Per independent repair center statement, the alarm will not function. The key failure is the power switch for the horn has a short circuit. Additional malfunction is the check valve for the product tank/low flow alarm is defective.